Event description:
Healthcare professional (hcp) reports two incidents of blood leaks occurring on the same day with one patient. The first incident occurred at the start of the patient's treatment and was noted with leak alarm and positive hemastix. Blood was not returned to the patient, with an estimated blood loss of 250cc. Hcp stated that when treatment was resumed with new disposables, blood was seen in dialysate and leak alarm was noted. This second blood leak was also verified with positive hemastix. Blood was not returned to the pt in this incident, with estimated blood loss of another 250cc. Treatment was then continued with new disposables and completed without further incident. Hcp stated that the patient remained asymptomatic and blood was drawn for cbc, which was stable for the pt.